Manufacturer narrative:
The technician found the head, knee and foot up/down functions working intermittently. The technician found the voltage from the power control module was intermittent. The technician replaced the power control module to repair the bed.

Event description:
The account alleged that the bed will not go into the chair position.